Manufacturer narrative:
UDI is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room, intermittent no capture issue was observed on the rv lead. Patient fell and experienced syncope. Lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was stable.